Manufacturer narrative:
Investigation summary: as neither a lot number nor a sample was available for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd eclipse¿ needles experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305891 batch no: unknown (reported as 901)00382903058914).  Type of incident/problem: defect (detected before use). Level of harm: no effect did not reach patient detected before use or does not touch person during use. Who was affected? No person affected.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd eclipse¿ needles experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305891. Batch no: unknown (reported as 90100382903058914)  type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected.